Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead had high capture threshold. During repositioning attempt of the lead, it was noted that the lead had dislodged. The lead was explanted and replaced. The patient had no adverse consequences.